Event description:
It was reported that both a usual lunch and an additional, less-than-usual lunch announcement were accidentally entered, after which the agent advised an additional 1.5 units of insulin and confirmed the user understood how to treat a potential low. Glucose remained in range throughout and no alerts or alarms occurred. No reported symptoms. Outcomes included no impact on daily activities and no need for medical care or hospitalization. Investigation included customer counseling on meal announcement use and troubleshooting education. Investigation of this case revealed no device malfunction and no component failure, and the event was attributed to user error related to accidental duplicate meal entry. It was concluded, based on previously established findings for similar reports, that the cause was use error with appropriate device function.